Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using proglide devices with a 6f sheath after a percutaneous transluminal angioplasty lower extremity interventional procedure. Reportedly, it felt strange deploying both devices and they did not achieve hemostasis. Manual arterial compression was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.